Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was unable to establish communication with the trackers on the imaging system. It was reported that the navigation system could observe the trackers on the imaging system and the patient reference frame, but a connection could not be established. Another medtronic navigation system was brought into the operating room (or) and the site continued with the procedure. There was a reported delay to the procedure of 5 minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: the issue could not be replicated upon system checkout. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.